Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no calcification in the distal left anterior descending (lad) coronary artery. The 2.25 x 20 mm nc trek balloon catheter became stuck in the guiding catheter during withdrawal from the patient anatomy. The balloon catheter and guiding catheter had to be removed as a single unit. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the device used in this procedure was a 3.5 x 30 mm trek, not a 2.25 x 20 mm nc trek as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.